Manufacturer narrative:
Manufacturer's investigation conclusion: corrosion on the driveline inline connector could not be confirmed as no images of the inline connector pins were provided. Review of the submitted log files confirmed the reported driveline power fault alarms. The submitted system controller event log file contained relevant events from 07jan2026 to 08jan2026, per the timestamps. Driveline power fault alarm became active on (B)(6) 2026 at 23:19:17 and persisted for the remainder of the log file, approximately 10 hours. The controller event log file submitted following the equipment exchange on 08jan2026 captured the pump being reconnected at 10:03:20, followed by activation of driveline power fault alarms and driveline communication fault alarms. These alarms were cleared at 10:07:10 and no notable events were captured for the remainder of the log file. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 6 of the IFU, ¿patient care and management¿, cautions to keep the driveline exit site as clean and dry as possible and contains a subsection on ¿caring for the driveline exit site.¿ section 1 of the patient handbook, ¿introduction¿, warns that the system components must be kept dry. Section 6 of the IFU and section 4 of the patient handbook, ¿living with the heartmate 3¿ warns that patients should never swim or take tub baths while implanted with the left ventricular assist device. Patient immersion in water or liquid may cause the pump to stop. These documents also instruct patients to never submerge the driveline, modular connector, system controller, or any external system components (such as the power module, mobile power unit, batteries, power cable, or battery clips) in water or liquid. Section 7, ¿alarms and troubleshooting¿, provides instruction regarding how to care for the driveline in a sub-section entitled "what not to do: driveline and cables." Section 7 also outlines system controller alarms, including the driveline power fault alarm, as well as how to respond to each alarm condition. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, contains a subsection entitled ¿what not to do: driveline and cables¿ which contains information regarding how to care for the driveline. Section 5 also outlines system controller alarms, including the driveline power fault alarm, as well as how to respond to each alarm condition. Section 8 entitled ¿handling emergencies¿ lists examples of emergencies, including driveline power fault alarms, and the recommended actions associated with these emergencies. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had driveline faults. Log files were sent for review. The event log file recorded a driveline power fault associated with a (f4) pwr_a_broken controller fault flag at approximately 23:19:17 on (B)(6) 2026. Motor function was not affected by this event. The modular cable and system controller were exchanged. The modular cable had obvious water damage. After quick inspection of driveline side connection, it was noted to also have water damage. New items were connected and the alarms did not clear. Driveline connection fault also presented itself. The patient was stable. The alarms were cleared. New log files were sent for review for the newly placed controller and modular cable. The 20 alarm silence actions were also performed prior to grabbing log files. The follow up log file for confirmed the driveline power faults following the equipment exchange. The log also contained unusual communication faults. These alarms appeared to self-resolve. It was suspected the patient side connector still had corrosion and required a cleaning. It was also noted the extended silence did not appear to be active. A driveline cleaning was completed, and a new modular cable was issued. Isopropyl alcohol was used to remove debris from the pump side connector. The driveline power fault was resolved. During the cleaning procedure, corrosion was noted on the pump cable connector.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.